Event description:
A pump malfunction was reported by the caller, with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Customer support provided instructions for resetting the pump, and the caller planned to call back later to reset the pump after reaching work.